Manufacturer narrative:
There is no way to know whether this device was manufactured by a & I industries ltd since there was no model number provided and the device was not returned for eval.

Event description:
Per importer's MDR: no injury alleged. Panic attack alleged. Medical intervention alleged to ensure user was ok. Malfunction alleged. Wheelchair reported to be (B)(6) years old. Potential for injury associated with the front caster on an unk manual wheelchair breaking when going over a bump, causing the chair to allegedly tip forward. This creates a potential for a falling injury.